Manufacturer narrative:
Non-healthcare professional. Other relevant device(s) are: product ID: etlw1620c93e, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI#: (B)(4); product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 12-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment. Approximately 7 months later, it was reported that approximately 3 days post index procedure, the stent graft "clogged" and a new limb was implanted to resolve the event. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.